Manufacturer narrative:
(B)(4). Date sent to FDA: 06/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unknown. Date and name of index surgical procedure? Unknown. Were any concomitant procedures performed? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What were current symptoms following the index surgical procedure? Unknown onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. On what tissue was the suture used/location of suture placement? Fascia what tissue dehisced? Yes. What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) Fragile. How was the dehiscence managed? Interrupted vicryl knots. Please describe any surgical intervention required for the wound dehiscence including date and findings. Next day dehiscence. Closed with interrupted vicryl. Please describe the appearance of the suture during the second procedure. Unknown. Did the stratafix suture break? If so, where was the break noted? (Termination, middle, end?) Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches performed across the incision prior to closure? Yes. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Fragile tissue. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Physician indicated patient physiology could have been a cause for dehiscence. Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Were any concomitant procedures performed? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted? (Termination, middle, end?) Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Will product be returned? If so, please provide the return date and tracking information. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a small bowel repair procedure on an unknown date in 2021 and suture was used. There were no issues with the device pre-operatively. Eight days post op, the patient presented with a bowel obstruction and upon exploration it was discovered that the anastomosis had dehisced. It was re-sutured and the patient is doing fine. Additional information has been requested.